Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep otw device for the treatment of a slightly calcified slightly tortuous lesion in the mid anterior tibial artery. Lesion exhibited 80% stenosis. Embolic protection was not used. Balloon was inflated using a non-mdt inflation pump. Device was prepped as per IFU without issue. A circumferential/radial balloon burst is reported at a pressure of 12 am during inflation. Unknown how many previous inflations were applied prior to this. All fragments of the balloon were retrieved. Unknown how fragments were retrieved. The device did not device pass through a previously-deployed stent. No resistance was encountered and no excessive force was used. The procedure was completed by balloon dilation. No patient injury reported. Patient status is reported as well.